Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the beep function on the insulin pump is not working when the alert type selected. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further was reported.